Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Patient reported left side "swelling, pain from under arm and around lungs and gets big and unable to move" and "previous MRI testing for alcl but it was not confirmed." Healthcare professional later reported capsular contracture, baker grade iii, and implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported "damage" caused during explant surgery via rga. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. Edema: unable to observe as it is not related to the manufacturing process. Capsular contracture: unable to observe as it is not related to the manufacturing process. Pain: unable to observe as it is not related to the manufacturing process. Use error: observed broken device assessed as surgical damage per rga no additional observations performed on the device. No further actions are required.

Event description:
Patient reported left side "swelling, pain from under arm and around lungs and gets big and unable to move" and "previous MRI testing for alcl but it was not confirmed." Healthcare professional later reported capsular contracture, baker grade iii, and implant removal from textured to smooth due to the concerns of the product. Healthcare professional later reported "damage" caused during explant. The device has been explanted.